Event description:
Product: ihealth covid-19 antigen rapid test. Gtin(01): (B)(4); lot no.(10): 223co20122. I purchased two of these kits in (B)(6) maybe a year ago and tried to use them yesterday. I found three manufacturing defects in both kits. The vials contained no fluid or reagent - they were empty. The labels on the vial had a sticky backing but were not fully adhered to the file - they were not wrapped around but just hanging loosely. The swap was packaged so that the tip of the swap was positioned at the "open here" end of the package, meaning you extracted the swab by pulling on the tip, not the stem. I also had purchased (I think at the same place and time) the product with lot no. 211c21215 which had none of these defects and worked fine. Ref report: mw5118367.